Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was kinked and also detached near the lap joint section. The imaging core was kinked and twisted. Microscopic inspection revealed the guidewire exit port was deformed but the tip was in good condition.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion is moderately tortuous and moderately calcified. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while crossing through the guiding a separation was noticed. The separation occurred while the device was outside patient. No resistance was felt during normal use. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion is moderately tortuous and moderately calcified. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while crossing through the guiding a separation was noticed. The separation occurred while the device was outside patient. No resistance was felt during normal use. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.